Event description:
It was reported that the patient's blood glucose level reached 25 mmol/l (450 mg/dl). The pod was worn longer than 48 hours on the arm. Hyperglycemia treated with a new pod.

Manufacturer narrative:
The returned device was evaluated and the data showed an 0x40 alarm, which confirms that hazard alarm. However it could be confirmed that a hazard alarm occurred during the run, confirming the reported symptom code. Corrosion was observed on the ratchet gear, rail mechanism, commentator cap, chassis and top battery. A leak test was performed and an internal tear was observed in the unexposed portion of the soft cannula, 5.6 mm (0.22 inches) from the nail head. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.